Manufacturer narrative:
H11: internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, the green plastic of one (1) femoral implant impactor broke off. Nothing fell inside the wound. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.